Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the blade was stuck in handpiece and broke off during pre-operative. There was no patient impact reported. Additional information received that middle part of the attachment broke.